Event description:
Customer reported the wear of the plastic insert in the metal cup with holes (omnifit prosthesis).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.